Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found an interaction issue between the device and the physician's programmer. The device caused the programmer software to malfunction after the device was exposed to radiation therapy. Other than this the device was found to function nominally and was able to communicate successfully with the engineering software. Analysis of the programmer interaction determined that the device was passing invalid parameter(s) from device memory to the programmer. These invalid parameters caused the programmer software to malfunction. The memory location(s) of the invalid parameters were not identified. The device memory (ram, rom, and eeprom) were all tested and functioned properly. The device still failed after a power was removed, causing a hard power on reset (por). This indicated the invalid device memory value(s) were in non-volatile memory (eeprom) and rode through the por events.

Event description:
It was reported that following the completion of radiation therapy, the patient's device could not be interrogated. It was further noted that the device was unable to be programmed and the device was stuck in ddd with one hundred percent pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.